Manufacturer narrative:
This report is one of two reports related to two events that occurred on two different days. This report is related to MDR - 2050012-2011-08345.

Event description:
On (B)(6) 2011, customer reported to beckman coulter, inc. (Bec) that they observed a pool of water on top of reagent cartridges on the lower reagent wheel of the unicel dxc 600 synchron system. Customer reported that the volume was more than condensation. Customer reported that the pooling of water has been happening off and on for the past couple of weeks when they run a high volume of samples. The customer reported that they had to repeat the following tests on the system: aspartate aminotransferase (ast), alanine transferase (alt), total protein (tp) creatinine, and albumin (alb) because the results were questionable. The customer reported that the original and repeat results did not match. Customer reported that the erroneous results were not reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found fluid on the reagent drip tray. Bec has no information on the identity of the fluid. The fse disassembled, cleaned, and reassembled reagent b waste valve. The fse ran several patient samples without error. The fse verified the repair was performed per established procedures. The fse verified the results met published performance specifications. The fse validated the system and documented the validation in customer's quality control record.